Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. A field representative interrogated the device and found normal measurements. The clinic plans to continue to monitor this patient on a normal schedule. This device and rv lead remains in service. No additional adverse patient effects were reported.